Event description:
As reported: the problem was related with the tip insertion. The plastic tip was not entering properly and we replace with new one then we got same resistance when did forcing the system we got a kinking that in my personal opinion was damaging the normal functioning of the device. Additional information on 29jun2022: manual compression successful and hemostasis achieved after act below 180, was no hematoma and no bleeding. Associated to: MDR 3010252479-2022-00299 manta.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
Two 14f manta, 1 puncture locator, 1 dilator and one sheath were returned for two complaints. Blood particulates were noted on all units. Units were decontaminated and inspected. One of the manta was locked into the sheath and the other was not. Both levers of the manta were engaged with the components pushed out of the lumen. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci procedure, a 14f ce manta was planned for closure in the right femoral artery. A central positioned access was achieved via ultrasound guidance. Arteriotomy was noted as 5.0mm, and a depth measurement of 4.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. Per the IFU procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. In step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to MDR fu-3010252479-2022-00299 manta.